Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing broke causing blood to back up. The following information was provided by the initial reporter: material no: 10010453, batch(lot) no: unknown. It was reported that tubing broke, causing blood to back up. So sorry to have to tell you about yet another bd infusion set tubing malfunction. Two different sets broke, causing blood to back up. This happened over the weekend and again today. Unfortunately we do not have the lot number.

Manufacturer narrative:
The customer reported that the tubing broke causing blood to back up. Received was a used separated infusion set model 10010453 lot unknown. The other reported sample (extension set model mp9027 lot unknown) was not received. The separation was at the engagement of the pvc tubing sleeve p/n (B)(6) and inlet of the 1.2 adult micron filter p/n (B)(6) components. The set's components were visually inspected for kinks, holes/tears in the tubing, or damages to the components. It was observed that there was dark colored dried fluid residue within its filter and traces of it within its attached tubing below. This is likely blood that backed up based on the customer event description. No other issues were observed. No other issue was observed. No testing was necessary due to observed separation. Visual inspection under magnification of the tubing's separated end observed insufficient solvent traces within the tubing engagement. Dimensional measurement of the separated tubing sleeve was not necessary due to the tubing sleeve having to be expanded during assembly of the set components. The set's other tubing sleeve engagement to the filter's outlet port was also slightly tugged. No separation was observed. Equipment used (inspection performed on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date (B)(6)2021. The device history record for model 10010453 could not be conducted due to no lot number being provided. The customer's report that the tubing broke was confirmed. The root cause of the observed separation was due to a manufacturing assembly issue. The customer's other report that blood backed up is likely to occur due to the observed set separation. Bd manufacturing is aware of separation issues at the observed components engagement. An investigation at the tj manufacturing plant was performed under failure investigation dir # (B)(6): leaks & separations (tubing/filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers will be updated on operations where the tubing sleeve and filter components are engagements in order to prevent the lack of solvent at these engagements.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing broke causing blood to back up. The following information was provided by the initial reporter: material no: 10010453 batch(lot) no: unknown. It was reported that tubing broke, causing blood to back up. So sorry to have to tell you about yet another bd infusion set tubing malfunction. Two different sets broke, causing blood to back up. This happened over the weekend and again today. Unfortunately we do not have the lot number.